Event description:
Ivus catheter not detected after being used several times during the procedure. There was no harm, and the catheter was removed and replaced. Manufacturer response for IV ultrasound catheter, volcano visions pv .035 ivus catheter (per site reporter) clinical site contacted the manufacturer directly.